Manufacturer narrative:
(B)(4). It was reported that during an a-fib procedure alert 1201 appeared shortly after dc cardioversion was applied. Body surface potential became reduced on both the carto 3 system and the lab's ep recording system. The signal loss occurred on all the channels, including the 12 leads of bs ecgs and all ic (intracardial) recordings on both systems simultaneously during ablation. The returned complaint catheter was visually inspected and the catheter was found within specification. The catheter was also tested/ evaluated and passed the electrical test. DHR review was performed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed.

Event description:
It was reported that during an a-fib procedure alert 1201 appeared shortly after dc cardioversion was applied. Body surface potential became reduced on both the carto 3 system and the lab's ep recording system. The signal loss occurred on all the channels, including the 12 leads of bs ecgs and all ic (intracardial) recordings on both systems simultaneously during ablation. It was finally resolved after the lasso catheter was changed. The procedure was eventually completed without patient consequence.

Manufacturer narrative:
(B)(4).